Event description:
It was reported that there was an incident with the catheter ¿4 or 5 years ago¿ and the patient had a revision. The patient could not breathe, and it started down at the bottom, and then went upwards. It felt like a migraine, and both sides started going numb and it went to their stomach and ribs and the patient¿s healthcare provider (hcp) reportedly said the pump was busted. The patient went to their hcp and noted it was from hitting the doorknob and it sheared the ¿tube¿ and the hcp was able to fix it. The medication in the pump at the time of the event was unknown. No patient outcome or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Additional information received reported the pump was being used to deliver bupivacaine and morphine. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).